Manufacturer narrative:
Complaint (B)(4). Samples have been requested from the customer but have not yet been received at the time of this report. If and when customer samples are received, they will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
Gbo awareness: 30june2025 - the customer advised they received results from their siemens atellica line that do not appear to be consistent or valid for many patients. Customer advised they received a handful of samples where serum was mixed with cells as the gel did not perfectly act as barrier. The samples were shipped from out of state. Customer advised they did not know if the samples were not properly processed at collection facilities or were exposed to extreme conditions during transit leading to breakage of gel barrier. Customer advised while they used competitor tubes, this rarely happened.

Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. Received customer picture. No further information or clarification was received from the customer. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The complaint cannot be determined. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.